Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the liquid crystal display (lcd) panel, which resolved the issue; the ventilator passed self-testing.

Event description:
It was reported that the ventilator's upper display was white. The ventilator was not on a patient at the time of the event.